Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had nuisance air in line alarms. The clinician stated they use alcohol or saline to clean the sensor when getting nuisance air in line alarms. This was reported to bd representatives during site visit. Bd clinical practice consultants provided education on the location of air in line sensor and its cleaning. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an nuisance air in line alarms was not determined because no products or device logs were returned.

Event description:
It was reported that the device had nuisance air in line alarms. The clinician stated they use alcohol or saline to clean the sensor when getting nuisance air in line alarms. This was reported to bd representatives during site visit. Bd clinical practice consultants provided education on the location of air in line sensor and its cleaning. There was no information on patient involvement.